Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, damage (physical or cosmetic), exposed to moisture, pump error 35, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the event.customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass selftest. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported a frozen display screen with no response from button presses. Time clock advanced. Pump alarm occurred prior or during to frozen display. Error table indicated the pump should be replaced. Customer reported a critical pump error other than the open book image error or critical pump error 24. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using [thump] due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the [pcba 1 j2, j7 / pcba 2 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, label damage(faded), and keypad overlay texture damage. Unable to verify frozen screen, pump error 35, or unresponsive keypad due to blank display. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1 j2, j7 / pcba 2 / harness assembly vibrator]. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked battery tube threads, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.